Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported by customer that they had been experiencing low blood glucose levels. Customer stated their blood glucose level was 45 mg/dl and is contacting their healthcare professional. Nothing further reported.